Manufacturer narrative:
Sections e1, h4: additional information manufacturer's investigation conclusion: the report of an inflow canula partial obstruction and a trabecula in front of the inflow canula could not be confirmed through this investigation. In addition, the report of low flow alarms could not be confirmed as no log files were submitted for review. The patient remains ongoing on vad support. The surgical procedures section of the hmii IFU warns that any trabeculae that may impede flow should be removed. This section also states that pump function will be compromised in the presence of inlet obstruction. Device thrombosis is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The introduction of the hmii IFU provides an explanation of all pump parameters, including pump flow. The alarms and troubleshooting sections of the hmii IFU and the hmii patient handbook provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that these low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 lpm. The hmii patient handbook also includes a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after strong diarrhea the patient was readmitted to the hospital with low flow alarms on 01may2019. A computed tomography (CT) scan was performed and revealed a trabecula in front of the inflow cannula. Per the account, the inflow cannula partial obstruction was due to heart remodeling. The pump was reported to be operating as expected. The patient is stable. No further information was provided.